Event description:
Patient services received a call on 6/29/2012. Patient us reported that he has one lead that is not functioning correctly. His physician is not happy with its position or how its functioning. Patient services asked which lead. Patient states it is his ra lead. Patient mentions that physicians are not happy with the location of his ra lead. But will wait a month and recheck it. Patient is wondering if at 81 should he undergo another surgery for lead. Ra lead was implanted on (B)(6) 2012. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).